Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, patient was hospitalized for the event of peritonitis. Treatment for the event was not reported. At the time of report, the patient was still in the hospital and had not yet recovered. The action taken with dianeal therapy was not reported. No additional information is available.